Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported clinic system result of 72 mg/dl, therapist gave him some sugar tablets to eat. Clinic system result 10 minutes later was 69 mg/dl. Aviva retest result was 205 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.